Manufacturer narrative:
The suspect pendant was received by the manufacturer for evaluation. Visual inspection found that the laminate touch pad was worn on high use areas of the pendant. This confirmed a mechanical issue due to wear. The reported pendant was replaced during the planned maintenance (pm), however the issue is not related to the missing ratcheting handle from the imaging system.

Manufacturer narrative:
Patient information was unavailable from the site. The missing manual door ratcheting handle and socket were replaced. No parts will be returned as the parts were reported as missing, requiring replacement.

Event description:
A medtronic representative reported that while completing a planned maintenance (pm) on the imaging system the manual door ratcheting handle and socket were missing. There was no patient present when this issue was identified.